Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that meter and transmitter are no longer communicating with insulin pump, checked and there was a power loss alarm. No harm requiring medical intervention was reported. The customer was declined troubleshooting for high blood glucose. The device will not be returned for analysis.